Event description:
In 2009, the lay user/patient in the united kingdom contacted lifescan alleging the one touch ultra easy meter displayed an unknown error message. The medical surveillance specialist wrote follow up questions to the technical service rep to ask the patient but the patient's phone number is unknown and a letter was sent in an attempt to contact the patient. The patient said the meter kept showing error messages but did not known which error it meant. It was also not known how long the error messages had been occurring for. The patient also said she got a reading of approx 27 mmol/l the day prior at an unspecified time, and that she was experiencing symptoms of high blood sugar at the time. The patient also said she was sick but she did not specify her symptoms of high blood sugar or what sickness she had. The patient says she self adjusts her insulin dose but did not give her regime. It would be helpful to know how long the patient has had the issue with the meter, what her medication regime is, and if she would have done anything differently had she not had error messages. Troubleshooting was not performed on the meter because the patient did not have the product. This complaint is being reported because it was alleged that the meter was displaying error messages for an unspecified time. It was not known how the patient adjusted her treatment upon receipt of these messages. In addition, the patient reported unspecific symptoms of hyperglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.